Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: review of the black box data revealed one power on reset event that occurred after a motor alarm (cs064) on (B)(6) 2017. The battery cap that was returned with the pump for investigation had stripped threads and was unable to fit properly to the pump. With the returned (damaged) cap in place, the alleged ¿no power¿ complaint was duplicated as the damaged cap was unable to maintain proper electrical connection. A test cap fit properly to the pump and maintained electrical connection without power interruption. There was no damage, defect of contamination of the pump¿s interior components. Investigation duplicated the complaint using the returned damaged battery cap.